Event description:
One liter of normal saline was in the IV bag being administered, and the pump did not alarm that air was present in the cassette. Air was infused into the patient. The nurse abruptly stopped the pump, and vital signs were obtained and were within normal limits. The nurse consulted the ordering provider, and o2 supplementation was placed on the patient. The original tubing used when the pump did not alarm was connected to another pump, which immediately alarmed. We concluded that the error was the cause of the pump. The patient was closely observed.